Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular diagnosis procedure was performed by the customer and completed as planned by restarting the system. A remote service engineer (rse) received that exposure was not allowed. Review of the system log file showed that application error as syscan gencan was not operational. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.

Event description:
It was reported to philips that exposure was not allowed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.